Manufacturer narrative:
The device and a photographic sample were received for evaluation. The returned photograph was reviewed, and it was noted that the tubing was incorrectly assembled (double tube in roller clamp) to the roller clamp. The actual device was visually inspected, and it was also observed that the tubing was incorrectly assembled (double tube in roller clamp) to the roller clamp. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the evaluation of a returned solution administration set, it was observed that the set was incorrectly assembled. The assembly issue was further described as, ¿double tube in roller clamp¿. There was no patient involvement. No additional information is available.